Event description:
Ous MDR - after an implantation duration of approx. 5 months it was reported that the lead was explanted due to a threshold of 3.5 v. Furthermore it was reportedly noted during the explantation procedure that the fixation helix was not extended.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm and 14.5 cm distal of the df4 connector pin. All parts of the lead were returned for analysis. During the analysis, it was noted that the fixation screw was retracted, as mentioned in the complaint text. Tissue residues and remains of dried blood could be detected on the screw head. After removal of the blood and tissue residues, it was possible to extend and retract the fixation without resistance. A complete mechanical analysis was not possible because of the fragmented state of the lead. In the course of the analysis of the lead, no deviations could be found that could be the cause for the clinical complaint. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.